Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer has not addressed elevated bg. The customer alleged that the pump was not delivering boluses. Tandem technical support tested the bolus feature on the pump and the pump functioned as intended. Customer reverted to an alternate form of insulin therapy.